Event description:
It was reported that the patient presented to the emergency room due to inappropriate shocks. X-ray revealed that the patient's right ventricular lead appeared to be dislodged. The patient was brought in to the cath room for a lead revision. Initial fluoroscopy revealed that both the right ventricular and left ventricular leads were dislodged. The physician was unable to retract the helix on the right ventricular lead. Laser lead extraction was required for both leads due to adhesions within the subclavian vein. Replacement right ventricular and left ventricular leads were implanted. The patient was stable. Related manufacturer reference number: 2017865-2019-09961.

Manufacturer narrative:
A partial lead was returned in two pieces. The connector piece measured 18.6 cm and the distal piece measured 64.3 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.